Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient complained of not getting relief of the pain from stimulation. The patient stated that they feel like their pain is the same as before getting the stimulation. The patient stated that they have been holding onto the grocery cart when at the store. The patient stated that they had great relief up until about 4-6 weeks after implant and since has had a few reprograms but isn't getting the same relief. The patient was reprogrammed on "c" on an hd setting over 9/10 at 90/1000. The patient was also advised to not turn stimulation off unless driving a vehicle. The patient had been turning stimulation off when doing rehab. The patient has a follow-up on (B)(6) to see if the new programming worked and will discuss how to proceed. The impedances were green and within normal limits. No further complications were reported or anticipated. No device allegations were made. Additional information received from the manufacturer representative reported that the patient had x-rays that showed the leads had moved significantly. The healthcare provider was referring the patient out for a lead revision. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was able to get a hold of the patient and the patient stated they no longer used the stimulator and that the doctor the patient was referred to had suggested surgery instead. No further complications were reported.